Event description:
Patient had blood glucose levels of 300 mg/dl and was treated via insulin pump on (B)(6) 2026. No further information available.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.